Manufacturer narrative:
The hcg+beta reagent lot number and expiration date were requested, but not provided. The investigation is ongoing.

Event description:
Roche diagnostics received a customer complaint regarding alleged non-reproducible elecsys hcg+b assay results for one patient sample tested on a cobas 6000 e601 module. The sample initially resulted in an hcg+b value of < 0.100 miu/ml. The physician asked for a repeat of the sample. The sample was repeated twice, resulting in hcg+b values of 6.97 miu/ml and 6.95 miu/ml. A second sample was collected from the patient and resulted in hcg+b values of < 0.100 miu/ml when tested on the e601 analyzer and a second analyzer.

Manufacturer narrative:
The investigation determined the issue is consistent with contamination of the probes of other modules on the same analyzer line used to pipette the same sample.

Manufacturer narrative:
The investigation findings coding has been updated.